Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 2.75mmx24mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and mildly calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guide wire was crossed the lesion, pre-dilation was performed with 2x15 maverick and 2.5x15 nc emerge balloon catheters resulting to 40% residual stenosis. Following pre-dilation, a 28 x 2.75 promus premier select drug-eluting stent (des) was advanced for treatment. However, during procedure, it was noted that the stent didn't track the lesion and the hypotube was kinked proximally. When the device was removed, the proximal stent strut was found to be lifted. The procedure was completed with another 2.75x28 promus premier select des. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1. Initial reporter first name: (B)(6). Device evaluated by manufacturer: a promus select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted from their crimped position. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 2.75mmx24mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and mildly calcified left circumflex artery. After a non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guide wire was crossed the lesion, pre-dilation was performed with 2x15 maverick and 2.5x15 nc emerge balloon catheters resulting to 40% residual stenosis. Following pre-dilation, a 28 x 2.75 promus premier select drug-eluting stent (des) was advanced for treatment. However, during procedure, it was noted that the stent didn't track the lesion and the hypotube was kinked proximally. When the device was removed, the proximal stent strut was found to be lifted. The procedure was completed with another 2.75x28 promus premier select des. There were no patient complications reported and the patient was stable.